Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application experienced slow restart and reinitialization. The technical support specialist (tss) logged into the station and confirmed that the issue was resolved. Tss attempted to restart the station and verified that it no longer proceeded to a blue screen. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, slow restart and reinitialization of the pyxis medstation app and station stuck on carefusion blue screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, slow restart and reinitialization of the pyxis medstation app and station stuck on carefusion blue screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.